Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message after 4 days of wearing the adc freestyle libre 2 sensor therefore, he was unable to monitor his blood glucose. As a result, he became hypoglycemic and experienced symptoms described as ¿could no longer take care of himself¿, disorientation, and a loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of dextrose and juices until the customer was able to take care of himself again. The customer further reported he was able to treat himself with insulin (dose/type unknown) however, it is unknown what time the treatments was administered. No further information was provided. There was no report of death or permanent injury associated with this event.